Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Doctor was performing a reunion on a shoulder. The doctor went to put k-wire through the base plate centering guide and it was stuck (jammed). The doctor had to change the process of the surgery.

Manufacturer narrative:
An event regarding the pilot wire "stuck" in the reunion rsa baseplate centering guide was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned assembled and the pilot wire cannot be removed from the guide. Therefore the shaft of the guide was unable to be examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the devices were returned assembled and the pilot wire cannot be removed from the guide. Therefore the shaft of the guide was unable to be examined. It is possible the root cause of the event to be debris found inside the shaft of the baseplate centering guide causing the devices to seize. If additional information becomes available, this investigation will be reopened.

Event description:
Doctor was performing a reunion on a shoulder. The doctor went to put k-wire through the base plate centering guide and it was stuck (jammed). The doctor had to change the process of the surgery.